Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, high ventricular lead impedance in the bipolar configuration was noted.